Event description:
Crutch broke while end user was ambulating. He fell and tore his mcl. No surgical intervention was indicated.

Manufacturer narrative:
End user was recovering from left knee acl replacement and meniscus repair. He was ambulating with the crutches when one of the crutches suddenly broke and he fell onto his knee. He went to the emergency room and no fracture was identified. Follow up appointments to his physician indicated that he did not re-injure his acl and the surgical screws were found to remain in place. No further surgical intervention will be indicated. They did find that he tore his mcl. The crutch was evaluated and confirmed that it had broken at one of the hand grip adjustment holes and at the armpad connection on the opposite wing tube. The crutch shows very little sign of any other deformation. The sample suggests a slow fatigue failure at the breakage point. The root cause is most likely the result of shipping damage that went unnoticed by the end user. Cracked armpad, potentially caused by shipping damage, induced higher load transfer to the affected wing tube, and after time the increased fatigue loading and motion allowed by a weak armpad connection led the tube to break away from the rest of the unit. A manufacturing defect could not be determined in the material or workmanship. Hardness of the unit material was in specification. No trend has been assessed for breaking tubes.